Manufacturer narrative:
Additional information was received on 12/15/2019. The biopsy results were obtained, and were negative for malignancy. Additionally no breast mass was present, rather there was implant calcification. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on 11/12/2019. Additional information was received on 11/20/2019. When the device was explanted, bilateral prosthesis replacement with 350cc smooth silicone medium profile gel implants was performed. Also, a right breast mass was present and biopsied (results unknown). The investigation of the returned device was completed by the failure analysis lab on 12/6/2019. Device evaluation summary: according with the information reported the patient experienced a rupture of the breast implant and had a breast mass. During visual analysis of the sample it was found ruptured. A crease was found on the edges of the tear. No other anomalies were discovered. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel -filled mammary prostheses and may be the result of one or more of the following contributing factors continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020 mentor became aware that it erroneously supplied the incorrect patient code, 2439, with the supplemental report submitted on (B)(6) 2019. Also the supplemental report submitted on (B)(6) 2020 also erroneously supplied an update on that product code of 1758. These values belonged to the contralateral prosthesis (1645337-2019-20491). These values should have been left blank in those supplemental reports, as the correct information was reported in h6 with the initial report submitted on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with 350cc mentor memorygel breast implants experienced silent bilateral rupture post procedure. Magnetic resonance imaging was performed on (B)(6) 2019, results unknown. However, the ruptures were diagnosed by a physician. As a result, an explant is planned for (B)(6) 2019. See 1645337-2019-20491 for contralateral prosthesis report.